Manufacturer narrative:
(B)(4). Manufacturing investigation of the affected lot revealed there was no nonconformity or deviations during the mfg process which related to the nature of the complaint. Mfg and sterility records are in compliance and specification. (B)(4).

Event description:
This is the second of two reports on two different lots involving the same event for the same pt. Two reports are required due to the inability to determine which of the reported lots was specifically involved in the event. Refer to medwatch 3006186389-2011-00011 for the first report on the alternate lot reported. An eye care professional reported that a contact lens wearer experienced a corneal ulcer, left eye (exact location of ulcer in the eye unk) associated with wear of air optix aqua contact lenses. According to the medical report received, the pt attended an ophthalmologist due to tearing, photophobia and a foreign body sensation, left eye. Intraocular pressure was reported to be "ok", no foreign particles noted, but exhibited a central corneal erosion. Corneal ulcer diagnosed. Treatment consisted of '(B)(6) eye cream' and occlusion for 48 hours. F/u info received (B)(6) 2011 indicated that event resolution noted at (B)(6) 2011 visit, visual acuity returned to normal and lens wear has resumed with no further issues.